Event description:
Doctor reported fracture of abutment screw inside implant at tooth site 37, it was impossible to remove it from implant after several attempts. Implant was removed and another one was placed to complete the procedure. Implantation date: (B)(6) 2024. Explanation date: (B)(6) 2026.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.